Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the white tip of the device fell off. A different device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Actual device was returned for evaluation. Visual and functional inspections were performed. The white cannula cap was present and damage free. The device was disassembled to conduct a deep inspection and no damages were found on the internal components. The device worked as intended. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch jcz219; exp date: 07/31/2016; mfg date: 03/09/2015. Batch jh5176; exp date: 06/30/2017; mfg date: 07/30/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.